Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the a/w connector of the lg connector. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The a/w connector at the lg plug is loosened and leaky no pictures available. This event occurred at the time of before use.